Manufacturer narrative:
(B)(4) g2. Australia product evaluation confirmed the screw break. The probable root cause is the taper between the head and shaft of the screw is a weak point or excessive force was indeed applied. Per the identified risk, this failure is not likely to cause or contribute to a serious injury if it were to recur. This event has been logged into our database to monitor and identify potential trends per internal procedures.

Event description:
It was reported that the screw head broke off, however, the shaft of screw remains implanted. The case was completed. No further information was provided.